Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4)

Event description:
(B)(4). The dentist reported a week after the dental implant was installed in intraoral region #22 it was verified its loss of osseointegration.